Manufacturer narrative:
It was reported that both the leaflets detached during procedure. Field indicated that there was no excessive force observed at the time of rupture. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff valve was chosen for a procedure. During the procedure in the cardiac surgery suite, the valve was fitted. During the adjustment, the two wings were detached. There was no excessive force was observed at the time of the rupture. There was no issues noted before opening and the packaging was intact. Therefore, the defective valve was removed and replaced with a second non-abbott valve. While patient on bypass. There was minor surgical delay with no major consequences for the patient's condition.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff valve was chosen for a procedure. During the procedure in the cardiac surgery suite, the valve was fitted. During the adjustment, the two wings were detached. There was no excessive force was observed at the time of the rupture. There was no issues noted before opening and the packaging was intact. Therefore, the defective valve was removed and replaced with a second non-abbott valve.